Event description:
A report received from the USA stated an 840 ventilator experienced a tidal volume issue while being used on a patient. The patient was removed from the device and placed on an alternate ventilator. There was no report of patient injury as a result of the event.

Manufacturer narrative:
No additional information was provided to the manufacturer. (B)(4).